Event description:
It was reported that a customer experienced a pump malfunction that led to hospitalization due to diabetes-related issues. The highest recorded blood glucose level was 26 mg/dl, which was associated with high ketones considered dangerous by healthcare professionals. No injury occurred, and there was no permanent damage identified. Despite initial difficulties, the customer eventually reset the pump with assistance. Customer was treated with intravenous fluids of insulin and saline. Treatment resolved the issue, and no permanent damage was identified. Customer was released from hospital on (B)(6) 2025.